Event description:
It was reported there have been patient events with harm due to inadvertent arterial PICC placements, the sherlock/3cg technology would show an increase in p-wave amplitude to indicate that the tip was in the correct position, even if the PICC was actually in the arterial system. In these patient events when 3cg technology was used to confirm proper PICC tip placement, the ECG strips met criteria for releasing the PICC for use. These piccs were later confirmed by other measures to be arterial instead of venous.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2023-02968 is a duplicate file and has been voided. The original events were submitted on medwatch reports 3006260740-2023-02878, 3006260740-2023-02992, and 3006260740-2023-02993.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported there have been patient events with harm due to inadvertent arterial PICC placements, the sherlock/3cg technology would show an increase in p-wave amplitude to indicate that the tip was in the correct position, even if the PICC was actually in the arterial system. In these patient events when 3cg technology was used to confirm proper PICC tip placement, the ECG strips met criteria for releasing the PICC for use. These piccs were later confirmed by other measures to be arterial instead of venous.